Event description:
It was reported to philips by a customer that the unit had an error check vent primary alarm failed. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit had a primary alarm failed message on screen during set up. The customer verified code 1102 (primary alarm failed) in event log. The customer called back to advise that upon inspection the mc speaker was disconnected. The customer was advised to reconnect the speaker and perform testing to resolve the issue. The customer reconnected the speaker and performed testing to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.